Manufacturer narrative:
(B) (4). (B) (4).

Event description:
Procedure type: sigmoidectomy. According to the reporter: during the procedure, while inserting the trocar, the blunt dilatation tip of the obturator break away. There was no report of pieces falling into the cavity or impacting the patient. The operating time and incision were not extended as a result. A new instrument was used to complete the procedure. No patient injury was reported. No additional information at this time.